Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the issue persisted even after removing the battery and reinserting the battery. The customer's blood glucose was 120 mg/dl. While troubleshooting, the customer stated that none of the buttons were responding and that he may have been laying on the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened dome switch. No button error alarm noted during testing. The insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.